Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2022-10408. The investigation findings will be reported under manufacturer report number 2916596-2022-10408,

Event description:
It was reported that patient underwent a pump exchange on (B)(6) 2023. The pump has returned for evaluation. The pump was turned off on (B)(6) 2022. Low speed operations were noted on their left ventricle assist device (lvad). On (B)(6) 2022 morning, patient's pump acutely stopped. The patient was emergently transferred to the intensive care unit (ICU). It was noted his pump was off for 20 minutes. Decision was made to not restart and disconnected. Pump was turned off on (B)(6) 2022 is reported under MFR#: 2916596-2022-10408

Manufacturer narrative:
Pump was turned off on (B)(6) 2022 is reported under MFR#: 2916596-2022-10408 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.